Event description:
Nurse was setting up the pump and entered the wrong rate (708). Her statement from the report: packaging on diprovan is confusing -stating 10mg/50mg. Dosing is actually 500mg in 50ml because it is 10mg/ml at 50ml and the dosing for administration can not be keyed into the pump as it is set. It requires an extra step when entering the information and the dosing on the bottle is not what you enter into the pump. Follow up investigation found medication labeling was not an issue, although human factors were involved in the event (eg: distraction, confirmation bias). We have contacted the pump manufacturer and are making the pump available to them for inspection/analysis.